Manufacturer narrative:
(B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da error. A boston scientific technical services consultant discussed that the error was a self-correcting memory corruption. There was no impact on device function. It was also noted that the patient had an untreated episode from (B)(6) 2015. Technical services reviewed the episode and noted there had been a change in the rhythm and rate, to ventricular tachycardia (vt) or supraventricular tachycardia (svt) at 120-130 bpm that was double counted. The rhythm self-terminated before a shock was delivered. No changes in device programming were made. No adverse patient effects were reported.